Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to faulty force sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime fill anomaly. The motor was tested outside of the device and passed. No rewind anomaly noted during our testing. No motor error alarm noted. The insulin pump was programmed and monitored for 1 day with no blank display or audio beep anomaly noted. Unit passed displacement test, rewind and basic occlusion test. All operating currents are within specification. Off no power alarm functions properly. The insulin pump has minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump returned a motor error alarm and has not turned on since. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 160.2 mg/dl at the time of the call. No further information was provided.